Event description:
It was reported there were impedances >3600 ohms on one lead; the cause unknown. The system was programmed using the other lead. An x-ray was performed, however, the cause was undetermined. The health care professional would like to revise the lead, however, the patient was exhibiting stroke type symptoms and required an MRI. A CT scan had previously been performed. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the lead was fractured and replaced. The patient had a magnetic resonance image (MRI) immediately after the revision surgery and results were normal. Days later, it was discovered the symptoms were caused by medication interactions. Since the revision, the patient's therapy has been effective.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product typ lead product ID 3777-60. Serial# (B)(4), implanted: 2010-(B)(6), product typ lead product ID 37752, serial# (B)(4), product typ recharger product ID 37743, serial# (B)(4), product typ programmer, (B)(4).

Manufacturer narrative:
(B)(4).